Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) with blood glucose of 700 mg/dl. The customer¿s blood glucose level was 280 mg/dl. The customer was treated with insulin drip and manual injection with a syringe. The customer reported events such as feeling weird, hot and aching. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The customer did not allege that the insulin pump was under delivering. The customer reported that the infusion set cannula was bent. The customer reported that the auto mode feature was not on. The insulin pump will not be returned for analysis.